Manufacturer narrative:
The complaint was confirmed. The device couldnt be charged nor linked due to u1-analogic damage caused by devices exposure to MRI imaging. Based on the dfu, patients implanted with the full vercise dbs system should not be subjected to MRI. MRI exposure may result to damage to the stimulators electronics.

Event description:
A report was received that the patient had an MRI, magnetic resonance imaging due to a medical condition unrelated to the device. Following the MRI, magnetic resonance imaging, it was observed that neither the remote control nor the programmer would connect to the ipg. It was also noted that MRI protocol was not followed prior to performing the MRI. The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively.

Event description:
A report was received that the patient had an MRI, magnetic resonance imaging due to a medical condition unrelated to the device. Following the MRI, magnetic resonance imaging, it was observed that neither the remote control nor the programmer would not connect to the ipg. It was also noted that MRI protocol was not followed prior to performing the MRI. The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively.